Manufacturer narrative:
Service inspected the alinity c processing module and cleaned the cuvettes, which were dirty/build-up. The cleaning of the cuvettes resolved the issue. The module function was verified with a control/precision run. Review of the service history found no contributing factors nor subsequent issues. Device history review for the alinity c-series cuvette found no non-conformances or potential non-conformances related to the complaint issue. Trending review for the instrument and part did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) was identified.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium (na) results for a patient sample while running on the alinity c processing module. The following data was provided (reference range: 136-146 mmol/l): sid (B)(6): na: initial result: 109 mmol/l; repeat result: 138 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
H4 - device mfg date - initial: blank / updated to: 12/1/2018. All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.